Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2011 and mesh was used. The patient developed a recurrent hernia with pain and underwent a reoperation on (B)(6) 2011. During the reoperation, the mesh was partly separated from the tacks and was found in the hernia sac. The mesh was only partly incorporated and one part was hanging into the abdominal cavity and was covered with a thick layer of fibrin. Tacks were partly still anchored in the abdominal wall. The mesh had moved. The mesh has been explanted and a new like device was implanted.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product was returned and in the histological examination, there was in parts, peritoneum on both sides of the mesh as well as symptoms of chronic infection. The information received and the video were reviewed. The mesh had a size of 15x20cm and was fixed with 30 protacks, meaning that the fixation points were at least 2 cm apart. The mesh is covered with a purulent fibrinous exudate, most likely from an infection. The liver shows advanced cirrhotic changes. It is likely the patient "&apos;s" medical comorbidities contributed to the risk of infection of the mesh, which in combination with failure of fixation has resulted in failed integration and hernia recurrence. The information for use states 'adequate mesh fixation is required to minimize post-operative complications and recurrence. Careful attention to fixation and spacing will help prevent excessive tension or disruption between the mesh material and connective tissue. It is suggested to fixate the mesh 6.5mm to 12.5mm (1/4 to ½) apart, at a distance approximately 6.5mm (1/4) from the edge of the mesh.